Event description:
It was reported that the radio frequency (rf) head would not interrogate the patient¿s pacemaker during a follow-up. Another rf was used to resolve the issue. The patient was then referred to another clinic to finalize the follow up. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event. It was further reported that the programmer head had been returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head was unable to interrogate an implantable heart device, it had intermittent telemetry. The cable was therefore replaced. (B)(4).

Event description:
It was reported that the radio frequency (rf) head would not interrogate the patient¿s pacemaker during a follow-up. Another rf was used to resolve the issue. The patient was then referred to another clinic to finalize the follow up. The programmer head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).